Event description:
It was reported that the patient with this pacemaker experienced shortness of breath and lightheadedness. The device undersensed some signals which caused pacing inhibition. Technical services (ts) was contacted and recommended possible reprogramming options. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem (b5) in section b. Adverse event/product prob, the initial reporter country (e1) in section e. Initial reporter, and the device codes (3) (h6) in section h. Device manufacturers only.

Event description:
It was reported that the patient with this pacemaker experienced shortness of breath and lightheadedness. The pacemaker undersensed some p waves that fell into post-ventricular atrial refractory period (pvarp) thus leading to what appeared to be pacing inhibition. It was also worth noting that the right ventricular (rv) port was being used for a lead placed in the left bundle branch (lbb). Technical services (ts) was contacted and recommended possible reprogramming options. This pacemaker remains in service. No additional adverse patient effects were reported.